Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Log files from the time of the event were submitted which captured the pump operating as expected until there was a sudden decrease in flow that resulted in a continuous low flow alarm on 02sep2023. A specific cause for this decrease in flow cannot be conclusively determined through this evaluation. Of note, the patient's time of death is unable to be determined through review of the submitted log files. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation and no autopsy was performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was found down/deceased at home by their spouse on (B)(6) 2023. The spouse stated that they came home and walked in to find the patient on the floor with an alarm going off. They were unsure what the alarm was as they turned away and had someone else figure out how to turn it off. It was later reported that log files captured an abrupt decrease in flow starting (B)(6) 2023 at 05:51 with flow noted at 2.4 to 2.5 lpm from a baseline of around 5 lpm. The flow was hovering around the 2.4 lpm mark for several seconds then dropped to zero with constant low flow alarms and drop in motor power as well. The driveline was disconnected (B)(6) 2023 at 13:33.

Manufacturer narrative:
Related controller is reported under MFR# 2916596-2023-06909. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 model number: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.